Event description:
It was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event, the ultrasonic sensor was replaced during the last repair. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.